Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the hcp visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient visited their health care provider (hcp) due the omnipod personal diabetes manager (pdm) having a dark screen and would not turn on. The patient's blood glucose levels reached 500 mg/dl. At the hcp's office, the patient was administered a manual injection of insulin.